Event description:
It was reported that the device battery voltage measured 2.68v to 2.89v and the save-to-disk data showed the battery voltage to be from 2.88v to 2.99v. The device remains in use. It was further reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device battery voltage measured 2.68v to 2.89v and the save-to-disk data showed the battery voltage to be from 2.88v to 2.99v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.89v and the daily measurement was 2.99v. This is within expectations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.89v and the daily measurement was 2.99v. This is within expectations.